Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: based on the condition of the device, a force beyond the resistance strength might have been applied to the sheath due to the following factors. This might have caused the sheath to detach from the operating portion. An attempt was made to extend the needle abruptly, or the needle might have been forcefully extended when the endoscope was excessively angulated. An attempt was made to extend the outer needle after the inner needle was extended. This might have caused the distal end of the needle to catch in the tube. The needle might have been forcefully extended in this condition. When the product was withdrawn from the endoscope, it was excessively angulated. The product might have been forcefully pulled in this condition. However, the exact cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the aspiration needle was stuck in the sheath. The issue was found during a diagnostic endobronchial ultrasound (ebus) procedure and competed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.